Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the scope fell apart during first use. There was no harm or adverse event for patient, operator or third party reported. Update 20-jul-2022: it was confirmed that the error occurred during an arthroscopy surgery and a part of the device broke off. The picture shows that the threaded part of the device remained on the camera head. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noticed components of the connector part of the scope is broken, and tip of the shaft is damaged. The cause of the damaged connector remains undetermined, but a potential cause could be attributed to excessive forces applied during use. The damaged tip is likely cause by misuse.